Event description:
It was reported that when the device was removed from the packaging, it was noted that the retracting sheath on the stent was pulled back, partially uncovering the xpert stent. The device was not used on the patient. A second xpert stent was opened and used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The outer tube was retracted 3.1 cm from the soft tip. The stent implant was not returned. The shaft was kinked 1.2 cm distal to the strain relief tubing. The tuohy borst adapter was loose on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which is consistent with the outer tube being retracted 3.1 cm proximal from the soft tip and the tuohy borst adapter being loose. Although not reported, the kink noted in the shaft 1.2 cm distal to the strain relief tubing, may be related to handling/packaging the device for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.